Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl; cause was not known. Customer administered a manual insulin injection to address elevated bg. Although requested, the customer declined to perform system check with tandem technical support. Reportedly, customer continued using pump for insulin therapy.